Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl, 31 mg/dl, and 103 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned for evaluation.